Event description:
It was reported that during a routine check, the handpiece connector was difficult to attach to the generator and had a loose stud. No patient involvement occurred.

Manufacturer narrative:
(B) (4). (B) (4). Evaluation summary: the hand piece was returned in good physical condition. No loose mount or assembly issues were noted while testing. The hand piece was tested on a generator and gave an error code 7. It no longer meets design specifications for continuity. The hand piece was disassembled, a torn acoustic isolator was found in the instrument.